Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 1200 mg/dl. Caller reported that high blood glucose caused cardiac arrest and kidney dialysis. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for several months and was in five different hospitals. Customer was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting for high blood glucose and reported that customer was in good health with insulin pump and believes issue occurred due to hospital allowing customer's blood glucose to elevate to 400 mg/dl without treating.